Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that since yesterday they have been feeling an electric shock in their vulva and in their butt. The patient states that they did not want to wait until their next appointment on the 19th to turn the stimulation off because it hurt a lot and it was not because of the stimulator. Patient states that yesterday they saw that the device has low battery. Patient will call back once the communicator is charged for assistance with turning stimulation off. Agent used spanish interrupter for the call.